Event description:
The customer reported battery failure at boot up. The customer contacted product support and recommended battery replacement. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
After reviewing this file, it was determined that MDR- 2031642-2021-04054 was reported in error. The issue was found while testing in the biomed shop. The authorized service personnel (asp) confirmed the reported problem. After restarting the device, problems persisted after the battery was reconnected. The asp replaced the battery. Device passed testing and returned to full functionally.